Manufacturer narrative:
D4 -UDI no. - not required for this product. The actual device has been returned to the manufacturing facility and the investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history records and the product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a death with the use of a capiox device. Follow up communication with the user facility confirmed the following information: a fontan procedure was being conducted; at the end of surgery, protamine was given to the patient as antagonist for the heparin; suddenly a massive bleeding occurred and the suction started; the patient was put back on bypass; a high pressure alarm occurred due to clotting of the arterial filter; then the arterial filter clotted; they changed the filter out and then the oxygenator had a problem, not enough flow; the oxygenator was replaced with another rx05; and the patient died in ICU.

Manufacturer narrative:
This report is being submitted as follow-up # 1 to provide the returned sample evaluation as well as a correction the production code initially reported. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. After having been rinsed and dried the actual sample was subjected to another visual inspection. No anomalies were revealed. The actual sample was built into a circuit with tubes and bovine blood was circulated. The pressure drop was determined at each flow rate. The obtained values were verified to meet manufacturing specifications. Bovine blood was circulated in the sample for 6 hours. There was no generation of occlusion which could cause an increase in the pressure in the actual sample. Saline solution flowed through the device confirmed that there were no formation of blood clots. A review of the provided pump record did not find any indication of the pressure inside the circuit or the timing protamine had been administered. There is no evidence that this event was related to a device defect or malfunction. The results of the evaluation verified that the actual sample was the normal product with no occlusion-related issue. Based on the available information that a massive bleeding occurred after protamine had been given at the end of the surgery and blood suctioning and bypass had to be restarted, it is conceivable that coagulated blood had been activated by protamine formed clots, leading to the pressure to rise. From the available information, however, the cause of this complaint cannot be determined definitely. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "adequate heparinization of the blood is required to prevent it from clotting in the system." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up number 2 to provide the di number for the reported product code. See section for the di number.